Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low amplitude measurements or poor morphology. A new rv lead was implanted and the patient was discharged the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed ~116 mm from the terminal end. Only the proximal segment was returned. The low amplitude or poor morphology allegation was not confirmed based on normal lead resistance measurements and inspection which showed no conductor issues on the segment of lead returned. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use, on the segment of lead returned.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low amplitude measurements or poor morphology. A new rv lead was implanted and the patient was discharged the same day. No additional adverse patient effects were reported.